Event description:
Reports indicated that the customer experienced a malfunction with a pump screen that would not turn on due to the battery not charging. This issue led to the customer experiencing a high blood glucose level incident that resulted in a hospitalization, with admission to the ICU due to pump failure, reaching a highest recorded blood glucose level of 680 mg/dl. This incident resulted in the identification of high ketones deemed dangerous, but no injury or permanent damage occurred. To address the issue, the customer received intravenous fluids and insulin treatment, which resolved the complication, alongside guidance from technical support including off-label insulin messaging and a pump system check. The customer was ultimately released from the hospital on (B)(6) 2025. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.